Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil located proximally to the suture sleeve tie impression of the lead, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.